Event description:
It was reported that serious injury has occured. It took a lot of effort to remove the tibia and bone cement loosened and took away part of the bone mass. Also need to re-select a larger prosthesis.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned insert indicated damage to the locking detail and dovetail. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A dimensional inspection was attempted on the insert; the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were within specification. A dimensional inspection was performed on the tibial base and found to be within specifications. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.